Manufacturer narrative:
E1: address: (B)(6). The subject device was evaluated. Device evaluation has confirmed the customer reported issue. In addition, device evaluation noted that there were minor scratches on the body part around the packing. The presence of scratches on the body around the packing indicates that some stress may have been applied. It is presumed that damage leading to the breakage of the packing was accumulated at that time. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "inspection of camera head". Check the camera head for the following abnormalities. ·there are no cracks, burrs, etc. On the exterior of the camera head body. Based on investigation results, the complaint was confirmed. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. This complaint is related to patient identifier (B)(6). Olympus will continue to monitor complaints about this device.

Event description:
It was reported the gasket of the subject device was found cut and had come off. The issue was found after cleaning and sterilization for a otolaryngology procedure. The intended procedure was completed successfully. There was no patient involvement, no harm reported due to the event.